Event description:
Additional information was received that the patient's lead was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient experienced uncomfortable stimulation. Reprogramming was unable to resolve the issue. X-ray confirmed lead migration. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.